Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed during review of the submitted log file from the heartmate 3 system controller (serial number: (B)(6). The event log file contained approximately 17 hours of relevant information (15:10 (B)(6) 2025 to 8:23 (B)(6) 2025 per timestamp). A backup battery fault alarm was observed to activate at 22:11:22 on (B)(6) 2025 due to the battery not passing the load test. At the time of this alarm¿s activation, the difference between the loaded voltage and unloaded voltage of the battery was measured to be outside of the designed threshold. The controller¿s ability to operate the pump was unaffected by the alarm. The backup battery fault alarm stayed active until the controller was exchanged and shut down later that day. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (IFU) (section 2 ¿system operations¿) states that it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. This section also describes how to perform a system controller exchange. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department with "controller failure" and their system controller was exchanged. Evaluation showed that the patient had been getting emergency backup battery (ebb) faults since (B)(6) 2025. The site verified the ebb was seated correctly inside the system controller, but did not feel comfortable reseating it and sending the patient home. The ebb was replaced. Log files confirmed the ebb faults on (B)(6) 2025 prior to the system controller swap. The ebb faults did not interfere with pump operation. There were no other unusual events recorded in the log file event history. Following the system controller exchange, all alarms have resolved. No product would be returned.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.